Event description:
This is the second of seven reports of endophthalmitis received from an ophthalmologist associated with post operative cataract extraction and posterior intraocular lens implant. In this case, surgery was done on 9/25/95. A model 809f/+22.5(d) was implanted into the left eye post cataract extraction. On 11/9/95, findings of endophthalmitis were noted on exam and the pt was referred to a specialist. A vitrectomy was performed on 11/10/95. The culture was positive for staph epidermidis. A hosp investigation is in progress. The batch records, including records in sterilization process and sterilization tests were reviewed and no deviations found. Add'l info for this report is being requested from the physician as well as the report of the hosp investigation. This physician reported seven cases to co and one report to another co of endophthalmitis associated with lens implants that occurred form the time period 11/17/94 to 9/19/96.